Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2009, the patient underwent partial removal due to physician recommendation. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent pyelonephritis ((B)(6) 2007); cholecystectomy ((B)(6) 2008); basal cell carcinoma at back ((B)(6) 2008) with regards to the removal surgery on (B)(6) 2008 which was for vaginal mesh exposure x 2 site, recurrent cystocele and rectocele and the surgery revision of mesh ((B)(6) 2009) was for vaginal sidewall.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.